Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up on (B)(6) 2019. Upon review, the right ventricular lead exhibited noise and noise reversion episodes. The noise was reproducible in clinic and the lead data was stable. Programming changes were discussed; however, no intervention was performed. The patient again presented in clinic on (B)(6) 2019 for follow up and the noise was again reproducible in clinic. Programming changes were performed, however, the issue remained. Lead replacement was discussed. The patient was stable throughout.